Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint, and completed the device evaluation. Failure analysis replicated, and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a broken yaw cable at the distal end. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the permanent cautery hook (part # 470183-14 / lot# n10191121-0092) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk3159. The alleged event occurred on the 8th use of the instrument. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause, or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook had a broken wire. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information about the reported event. However, as of the date of this report, no further details are available.